Manufacturer narrative:
Changed manufacture date to correct date. 08/07/2012.

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 syringe pump was returned for analysis with noted crack to the top of the case. No motor rate error was found in upon review of the device history log. Occlusion test was performed, all functional tests run, and maintenance tests performed; not confirming the complaint. Based on the evidence, the reported problem was not found as the device operated within specification., corrected data: previously submitted (B)(6) 2018